Event description:
Caller reported experiencing cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump, and the caller was advised to perform the reset at their convenience and to follow up if the issue persisted.